Manufacturer narrative:
Corrected information: suspect medical device, 4. Lot # changed from unknown to 92118li00 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The reagent catalogue number and gtin number were corrected in suspect medical device section. Review of complaint activity determined that there is normal complaint activity for likely cause lot 92118li00. Tracking and trending report review for the architect anti-hcv assay determined that there are no related adverse or non-statistical trends. Retained reagent kits of lot number 92118li00 were tested in a sensitivity setup including two internal sensitivity panels and additional replicates of the positive control. The sensitivity panel values and the positive control values met specifications. The results were in the typical range and no false non-reactive results were obtained. Additionally, two commercially available seroconversion panels were tested with reagent lot 92118li00 and the results were compared to architect anti-hcv results provided by the panel manufacturer. Reagent lot 92118li00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hcv assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false negative architect anti- hcv result for a (B)(6) year old female patient. The customer indicated the patient's sample from (B)(6) 2018 was positive with a result of 14.6 s/co and the sample from (B)(6) 2018 was negative (0.0 s/co). The customer further indicated pcr was positive in (B)(6), but was negative (undetectable) in november. No adverse impact to patient management was reported.